Event description:
It was reported that the lead had become dislodged. Lead was repositioned. Sensing, threshold, and impedance measurements are now good.

Manufacturer narrative:
No medwatch form was received.